Event description:
Inner packaging opened with outer packaging.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding an inner packaging issue involving a trident tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: the device and its packaging were received for evaluation. The package had been opened as the shrink wrap was not intact. The carton showed signs of handling, but in good condition. The outer tyvek blister pack was opened. The inner tyvek blister, was partially opened presumably from it being stuck to the outer tyvek lid, but there was no evidence of adhesion or transfer of material from one tyvek lid to the other so the event is not confirmed. -device history review: there have been no reported discrepancies for the referenced lot. -complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that foam packaging being stuck to the inner blister tyvek lid of a primary tritanium hemi solidback cup 52mm was caused by a known packaging issue. The raised foam during the sealing operation allowed for excessive contact of the sealing tool with the inner lidstock and packaging foam resulting in sealing or melting of the lidstock to the foam. It is related to a void-filling approach to sterile product packaging. Packaging innovation is aware of this, and has issued a memo. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change.

Event description:
Inner packaging opened with outer packaging.